Event description:
Procedure: laparoscopic gastric bypass. According to the reporter: there was a postoperative leak. The patient required reoperation. There was unanticipated tissue loss. There was post-operative bleeding of more than 500cc and content leak. The patient required a blood transfusion and extended hospital stay. There was an extension of surgical time over 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 12/29/2014.